Event description:
It was reported the pt complained of a burning and swelling at his ipg site that began approx 2 months ago. The pt stated the discomfort occurs when his stimulation is off. It was reported the pt is scheduled for an appointment with his surgeon regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.